Event description:
Narrative: a woman, presented to ed in 2009 with complaint of increased pain and newly formed rash located on buttocks. Pmh- htn, demii, gerd, agent orange exposure, obesity, hl, actinic keratosis, and prostate cancer. Recently underwent a radical perineal prostatectomy due to prostate cancer on 4/24/09 and noticed rash on the evening of the day before. Rash was characterized as tender an itchy, however, the pain had increased and prevented the pt from sitting down. While in the ed, the rash was noted to be blistering extending to bilateral buttocks and perineum. Contact dermatitis suspected but because of possible prostatectomy wound involvement and the high risk of infection from blisters and diabetes, pt was admitted to medicine service for monitoring and started on amoxicillin/clav and oxycodone/apap. Reaction was eventually contributed to mastisol, a tape adhesive, due to the distribution patterns that matched application of adhesive during perineal prostatectomy procedure. Pt was discharged home two days later, on triamcinolone 0.1% ointment and diphenhydramine. Symptoms: 1. Skin rash. Treatment drugs used: triamcinolone dose: units: freq: bid route: top, diphenhydramine dose: 25 units: mg freq: prn route: po. Dates of use: 2009. Diagnosis: tape adhesive during procedure. Event abated after use stopped: yes.